Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information provided, the root cause could not be determined.

Event description:
It was reported when the nurse opened the plate package, the plate fell on the floor because the heat seal of the package was open. It was reported the fallen plate was resterilized and used on the patient. This issue resulted in a 30-60 minute delay in the procedure. No other adverse consequences to the patient were reported.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The packaging for part number 70-0364-s was returned without the product. A side seal breach to the inner tyvek pouch was noted, and the outer pouch was received extensively opened at the time of examination. There was no damage to the carton. Impact and vibration during shipping and handling could potentially result in the plate pushing through the side seal of the inner and outer pouch; however, the root cause of the reported event could not be determined.